Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure utilizing zimmer patient specific instrument guides. A valgus deformity was found post-operative. Patient underwent a revision surgery.